Manufacturer narrative:
Device 1 of 3. A default value was selected as the weight, as it was a requirement for submission. The actual weight is unknown. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Third party manufacturing site: 9681410.

Event description:
The nurse reported that seals were dried out and crumbled before use. Consumer had used previously (for several years). Tried three wafers so far from the box. No photo was available at this time.